Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis on (B)(6) 2011. The customer's blood glucose levels were between 540 and 580 mg/dl. The customer experienced ketones, chest pain, excessive thirst and urination. The customer also reported being hospitalized for low blood glucose levels on (B)(6) 2011. The customer's blood glucose levels were between 45 and 48 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump was not exposed to a high magnetic field. The insulin pump passed the prime and high pressure tests. Nothing further was reported.